Event description:
Healthcare professional reported right side "intracapsular rupture". The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "intracapsular rupture right side". Patient representative later reported through company representative ¿conspicuous, painful nodule is present between the upper quadrants", ¿cord-like region of increased consistency is palpable and reported as painful upon palpation¿ , ¿a nodular formation with an oval shape¿, ¿most likely compatible with a fibroadenoma/fibrolipoma¿, ¿nodular swelling of about 20 mm, which is reported as painful¿, ¿partial intracapsular rupture of the implant¿, ¿numerous lymph node formations are present in the axillary regions, predominantly with reactive characteristics¿. This record is for the right side. The device was explanted and replaced with a non-abbvie. Device was discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., h.6.